Event description:
It was reported that during a device upgrade procedure, the pulse generator exhibited loss of ventricular output. The device also exhibited backup operation after exposure to electrocautery. The device was explanted and replaced. No patient complications occurred.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.